Event description:
It was reported that the health care professional (hcp) called technical services (ts) for consult review of this single chambered implantable cardioverter defibrillator (ICD) presenting electrogram (egm). It was noted the patient had an irregular ventricular rate that was believed to be rapid ventricular response (rvr) due to an atrial arrhythmia. Upon review, the presenting egm showed the device had delivered a burst of anti-tachycardia pacing (atp) and two shocks. The delivered therapy was determined to be inappropriate. At this time, this ICD remains in service. No additional adverse patient effects were reported.